Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the calibration now, and the bolus not delivered. The customer reported a blood glucose value of 31 mmol/l. The customer experienced hyperglycemia, diabetic ketoacidosis and was treated with IV insulin drip (intravenous insulin infusion), emergency room visit and hospitalization: overnight stay. The symptoms customer reported at the time of hospitalization event were vomiting, tired/weak, feeling sick/unwell, thirsty. The event involved product(s) unk_ngp. Troubleshooting was performed. The customer has been using the insulin pump system within 48hours of a reported high blood glucose event. The customer not using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a high blood glucose event. No further patient complications were reported. No product return is required for unk_ngp. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7020c4- snsr.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section d1/d2a/d2b - product material has been changed from unk_ngp to mmt-1881 and updated brand name, product code and common device name. 3. Section d3 -updated manufacturer name & location. 4. Section d4 - updated model number, catalog number, serial number, lot number and primary UDI number. 5. Section h11 - added verbiage for pr manufacturing site . 6. Section h11 - added verbiage for "reporting products or devices that are not sold in the u.s." 7. Section h11 - added verbiage for "international ous complaints". 8. Section h1 - updated type of reportable event to malfunction. 9. Section b1 - unchecked adverse event box. 10. Section b2 - unchecked other serious (important medical events) box and hospitalization - initial or prolonged box. 11. Section d10 - removed concomitant medical products. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, the event involved product(s) mmt-1881. The customer was instructed to discontinue device use. Mmt-1881 was requested, and the customer's response was that the device would be returned.